Event description:
It was reported that during a procedure, black material came out of the handpiece. No material entered the surgical site. No adverse consequences were reported for the patient. The procedure was completed successfully using an alternate handpiece.

Manufacturer narrative:
The handpiece was returned to the manufacturer and a quality investigation was performed. According to the quality engineer, a failure of the ball retainer assembly inside the attachment caused friction and wear on the ring. The black material was most likely metal flakes from the ring in the assembly.